Event description:
It was reported that the patient presented in clinic for an upgrade procedure. It was noted both the atrial leadless (alp) and ventricular leadless pacemakers (vlp) had low i2i communication. The patient was asymptomatic. The alp and vlp was successfully explanted and a bi-ventricular implantable cardioverter defibrillator (ICD) was implanted. The patient was stable throughout the procedure.